Event description:
Additional information provided the patient¿s l3 lead was explanted on (B)(6) 2019. The physician was unsuccessful at replacing the new lead. The patient has one lead at l4. Stimulation was restored post-op.

Event description:
Additional information provided the physician was unsuccessful at replacing the new lead because there was too much scar tissue.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient had high impedance on l3 lead. The lead cannot be used for programming. The field representative used the l4 lead to get pain coverage. The patient is awaiting surgical intervention.